Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease. The more than 80% stenosed target lesion was located in distal right coronary artery. Following pre-dilation with 2.5x10 mm balloon catheter, a 2.50 x 20 synergy drug-eluting stent was deployed for treatment. However, distal edge dissection was noted. Another 2.25 x 16 mm synergy stent was used to treat the dissection and the procedure was completed. No further patient complications were reported and the patient status was stable post-procedure.

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease. The more than 80% stenosed target lesion was located in distal right coronary artery. Following pre-dilation with 2.5x10 mm balloon catheter, a 2.50 x 20 synergy drug-eluting stent was deployed for treatment. However, distal edge dissection was noted. Another 2.25 x 16 mm synergy stent was used to treat the dissection and the procedure was completed. No further patient complications were reported and the patient status was stable post-procedure. It was further reported that instead of more than 80% lesion, the target lesion was 90% stenosed with no significant bend was mildly tortuous and non-calcified. In addition, the degree of the dissection was flow limiting.